Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Patient presented in-clinic after experiencing multiple episodes of syncope. Upon investigation, episodes of loss of capture due to a suspected autocapture anomaly were observed on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.